Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2007, repair of recurrent incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2008, repair of recurrent incisional hernia with a composix kugel mesh. Previously placed composix kugel was explanted. On (B)(6) 2008, add'l surgical intervention for abdominal wound exploration with extensive débridement, removal of "most" of the composix kugel mesh with closure of small bowel fistula and application of wound vac.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel, which was filed with the FDA under MDR 1213643-2009-00109 when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter to obtain add'l info and to have the device returned for eval. The pt reportedly developed a fistula, which is listed as a potential adverse reaction in the product's instruction for use. The pt was also treated for a suspected infection. While there is no indication that the mesh was the source of that infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With no lot number provided and no sample returned, no further device or mfg eval could be performed. With the info available, no conclusion can be drawn.